Event description:
It was reported that parts of the pump touch screen were no longer as responsive to touch. The customer's blood glucose was 124 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.